Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that belt clip broken. The customer reported that the spring came out and it won¿t clip in place and having issues with calibrating when he calibrates its greyed out. When he goes to bolus he can pump says calibration request but the calibration option isn't available. He can¿t calibrate when blood glucose is above 250mg/dl. He has to treat and when stable he needs to calibrate then. The customer has tried to calibrate 3 times blood glucose 405mg/dl. He treated with bolus and declined troubleshooting. The insulin pump will not be returned for analysis.